Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the level sensor in an arctic sun device seemed to be defective. Per follow up information received via email on 28apr2023, device would be picked up to get a depot repair. Once done, paperwork will be uploaded to smx. It appeared during functional check, so no patient involvement . Per investigator notification received on 06jun2023, it was reported that no water filling possible.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the level sensor in an arctic sun device seemed to be defective. Per follow up information received via email on 28apr2023, device would be picked up to get a depot repair. Once done, paperwork will be uploaded to smx. It appeared during functional check, so no patient involvement .